Event description:
It was reported to kendall/tyco healthcare on 04/02/2006 that a customer had a problem with the scd sleeve. The customer alleges "that the pt had latex allergies. The pt complained of burning to the right shin. Upon removing the latex free sequential compression sleeve, they discovered a large blister and multiple small blisters on the right shin."